Event description:
Per the clinic, the patient underwent revision surgery to reposition the device on (B)(6), 2013, subsequent to the receiver stimulator becoming dislodged.

Manufacturer narrative:
(B)(4): implanted device remains.